Event description:
Zoll propaq md monitor with pacer was applied to pt who required an interfacility helicopter transport. The pt was in 3rd degree heart block and required several vasopressors for low bp. During the flight, the monitor read "nibp failure". The unit was turned off then on in-order to reset the failure notice which then did resolve. During that time, the pacer was also off for approx 30-45 seconds. Pacer and nibp functioned normally after the reset. Upon arrival to the hosp, the nibp indicated failure again, while in the elevator. Medical crew kept pacer function on but were unable to evaluate bp for approx 2 minute until delivery to intensive care.